Event description:
Pt had bilateral transaxillary subpectoral breast augmentation done on 1/17/85. On 10/21/96 she reported she had a recent mammogram that indicated she had a possible rupture of her left implant. On 12/11/96 surgery was performed for bilateral fibrous capsular contracture and possible rupture of left implant. The left breast implant was found to be ruptured. Both implants and capsules were removed and replaced.